Event description:
During an elective bilateral tubal ligation via laparoscopic surgery & under general anesthesia, surgeon inserted abdominal "autosuture" surgineedle. The 5.5mm trocar (both locking type). Immediately blood was noted in the abdominal cavity-cause (site) unknown. Vascular surgeon called & responded immediately. Abdominal exploration via laparotomy revealed lacerated right iliac vein. Repaired with 2 sutures. Post-op, was recovering well until family had her transferred to another facility. Reportedly doing well.device labeled for single use. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor. The device was destroyed/disposed of.